Manufacturer narrative:
This MDR is part aa a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced elevated glucose readings on a cgm while using the ilet with an infusion set in place and no device alarms or interruptions to insulin delivery reported, and the patient had not confirmed the cgm value with a fingerstick at the time of the call. Symptoms included hyperglycemia. Outcomes included ongoing monitoring at home with improvement after a guided infusion set and supply change. Investigation included call-based troubleshooting and user education on set replacement and glucose monitoring. Investigation of this case revealed no confirmed device malfunction or alarm condition, with the event considered consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.